Event description:
The user facility reported that bleeding of the colon has occurred during two separate patient procedures which included use of the endo stratus irrigation pump. No additional treatment was required for the patients and the procedures were completed successfully without delay. The patients were discharged.

Manufacturer narrative:
A medivators technical service engineer spoke with user facility personnel who stated that the doctors at the facility are accustomed to utilizing the endo stratus irrigation pump at 100% flow rate. The endo stratus irrigation pump instructions for use include the instructions for proper operation of the pump including flow rates. The IFU states, "caution: the physician must assess the condition of the patient and use clinical judgment to set the flow rate from the pump to a suitable level to avoid patient trauma. The flow control should always be set at the lowest setting at the start of the procedure and be increased incrementally to a level commensurate with the clinical condition of the patient and the degree of irrigation required. Excessive water pressure may result in damage or injury to patient including perforation of patient anatomy." The IFU further states, "always watch for abnormal flow rates and adjust the flow rate as necessary. If an unusual flow rate remains after adjustments have been made, then stop the procedure and investigate. Only qualified medical personnel in an acceptable medical facility should operate the endo stratus irrigation pump. The instructions contained in the operating manuals of any equipment to be used in conjunction with the endo stratus irrigation pump must be followed to avoid any possible hazard from incompatibility. The instructions for use described in this manual must be followed. Otherwise, compromised safety, malfunction, injury to the operator and/or patient, or costly damage to the unit and other equipment may occur." The pump subject of the event was returned to medivators for evaluation and the flow rate was found to be operating properly. A medivators account manager offered in-service training on the proper use and operation of the pump; we are pending a response from the user facility.

Manufacturer narrative:
On 9/14/2022, a medivators account manager performed in-service training on the proper use and operation of the endo stratus irrigation pump. No additional issues have been reported.